Manufacturer narrative:
This report is filed may 26, 2014.

Event description:
Per the clinic, the patient experienced improper placement of the electrode array. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).